Event description:
It was reported that after capacitor reformation the ICD switched to power on reset (por) and could not be interrogated anymore. No telemetry. Shortly afterwards, the patient complained about the warming up of the ICD pocket. It got so warm, that it had to be cooled down with ice. The device was explanted. No patient complications have been reported as a result of this event.